Event description:
Hcp reports pt presented to the emergency room with suspected morphine overdose. The symptoms included respiratory depression and constricted puplis. No further info could be obtained.